Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been getting insulin flow block alarms frequently. The customer¿s blood glucose 381 mg/dl. The customer¿s current blood glucose 456 mg/dl. Assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. The customer had treated with bolus and used fast acting insulin with a shot. The product was not returned for analysis.